Manufacturer narrative:
The customer biomed troubleshot the issue with ge healthcare technical support. The customer calibrated the flow sensors to resolve the reported issue. No patient information available to date.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient injury.